Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device failed psi testing 3 times" was not reproduced. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was an out of specification force sensor. The force sensor requires to calibrate to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pounds per square inch (psi) testing 3 times in the biomed service department. There was no patient involvement. No additional information is available.